Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged black power cable and atypical voltage draining while connected to batteries were confirmed. A review of the submitted and downloaded event log files contained overlapping data spanning approximately 7 days (21 jul 2023 ¿ 26 jul 2023, 01 jan 2000 per timestamp). On 24 jul 2023 at 8:48:15, 17:04:43 ¿ 17:04:44, 18:22:23, 18:34:38 ¿ 18:34:40, and 19:09:31, and 25 jul 2023 at 15:22:49, 18:23:59, and 18:33:46, while connected to batteries, low voltage advisory alarms were active due to the relative state of charge (rsoc) associated with both power cables being outside the expected voltage threshold. The alarms were not associated with power source exchanges and resolved shortly after each time. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), returned for analysis. The system controller underwent preliminary and functional testing. A self-test was performed on the controller and passed. The controller had a low audio tone due to some debris in the speakers. The controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The system controller had slightly high resistance in the black and white power cables during continuity testing. The black power cable was stripped where there was jacket damage and no damage to the underlying wires was observed. A root cause for the reported damaged cable was not conclusively determined through this analysis. A root cause for the reported atypical voltage draining was not conclusively determined; however, the observed wire fatigue in both cables could have contributed to the event. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage and no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023 the patient's system controller was exchanged for damage to the black power cable, and it was noted that battery power drained faster when connected to that lead.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.